Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that after one inflation in the left subclavian vein, the pta balloon could not be retracted through the introducer sheath. The balloon and sheath were removed together as a single unit. There was no reported pt injury.